Event description:
On 1st april 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), and 1 unit of ar-2325bcc, suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, both its eyelet was not securely fixed. This was detected during an ankle ib on (B)(6) 2026. The procedure was completed successfully by using a new device of the same model and batch. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.